Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: was this another needle retraction issue? Yes.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Address information was not able to be obtained; therefore, nj was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle would not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: was this another needle retraction issue? Yes.